Manufacturer narrative:
H6 component code - radiopaque strand. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the raytec did not have blue radiopaque marker on front and back folds. If not placed on back table appropriately would have been mistaken as gauze.

Manufacturer narrative:
A non-conformance review was conducted for lot 24k054862 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One photo was provided for evaluation and the reported issue was observed however the exact root cause could not be determined based on the available information. No corrections are required at this time. We will continue to monitor related reports to determine if additional actions are necessary.